Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-14188. It was reported the pt experienced severe pain at the lead exit site after the pt's trial leads were removed. The leads were placed at c2-c5 for trial. The pt was hospitalized overnight and treated with medication for pain. The pt has since had a permanent implant ((B)(6) 2012) and is doing well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.